Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the instrument fractured. Subsequently, an additional instrument was used to complete surgery. No known adverse event was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the impactor head had fractured. Nicks and gouges indicative of repeated use were also noted on the device. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.